Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop was used for a stent replacement procedure on an unknown date. According to the complainant, several weeks post stent placement, the polaris loop stent had migrated. It had slid out of the kidney and went too far into the ureter and was removed entirely with the use of forceps. The patient had to have a new stent implanted. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
It was reported to boston scientific corporation that a polaris¿ loop was used for a stent replacement procedure on an unknown date. According to the complainant, several weeks post stent placement, the polaris¿ loop stent had migrated. It had slid out of the kidney and went too far into the ureter and was removed entirely with the use of forceps. The patient had to have a new stent implanted. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be "stable".